Manufacturer narrative:
Analysis found that the customer complaint of overheating has been confirmed. Pre-repair temperature check performed at 60k after 5 minutes. The front temperature was 143f and the rear temperature was 125f. The ambient temperature was 81f. The handpiece runs very rough. The motor, o-rings and collet were worn. The endcap and o-rings were missing. If information is provided in the future, a supplemental report will be issued.

Event description:
A healthcare professional (hcp) reported that the device was overheating. There was no known patient impact reported.